Manufacturer narrative:
A supplemental MDR is being submitted for additional information received from the completion of the engineering evaluation. The following sections of this report has been updated: update to b4, g3, g6, h2, h6, h11. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary: the IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The provided imagery was evaluated and revealed the following: esheath+ liner tear observed through entire length of sheath shaft. Through extensive complaint investigations, sheath liner tear events have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, and/or withdrawal of an altered balloon profile of the delivery system or bav. In this case, complaint for sheath liner torn was confirmed based on evaluation of the provided imagery. It is possible that one or more patient/procedural factors (access vessel calcification, tortuosity, undersized vessel diameters, and/or steep angle of insertion) may have been present during the procedure. However, due to insufficient information, a definitive root cause is unable to be determined.' Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our french affiliates, during implant of a 26mm sapien 3 ultra valve in the aortic position by transfemoral approach, the esheath+ was torn inside and a femoral dissection occurred. A stent was required.

Event description:
As reported by our french affiliates, during implant of a 26mm sapien 3 ultra valve in the aortic position by transfemoral approach, the esheath+ was torn inside and a femoral dissection occurred. A stent was required. As reported by our french affiliates, during implant of a 26mm sapien 3 ultra valve in aortic position by transfemoral approach, the valve was successfully deployed and the commander and sheath were removed. Once the esheath was removed, it was observed that it was torn. In addition, the patient had a vascular dissection that required a stent implantation. The patient was noted as to be stable and discharged.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information received from a follow up. The following sections of this report has been updated: update to b4, b5, g3, g6, h2, h6, h11. The investigation is ongoing.